Event description:
It was reported that the foot section of the 5410ivc bed is going down by itself after it is raised. Dealer advised if raise head section it puts more weight on foot section and causes it to go down faster. MDR filed.